Event description:
On (B)(6) 2025, the beta bionics ilet user reported concerns that their ilet device might not be delivering insulin as expected when blood glucose was elevated. Device report confirmed insulin was being delivered. The user later reported continued elevated glucose with a peak blood glucose (bg) of 201 mg/dl and some discomfort at the infusion site. The infusion set was replaced with assistance from technical support, and insulin delivery resumed. The user also administered a separate fast-acting insulin injection. Technical support recommended pausing the pump for several hours before reconnecting. The user confirmed understanding and agreed to follow up if issues persisted. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.